Event description:
Reported by the complainant as follows: on call with the consumer, she informed us that she used the product on intact skin in the shin region, where had a signal that would open a wound, as indicated by the store attendant where bought the product. She cleaned the area with soap in the shower, dried the skin and then applied saf-gel, covered with gauze bandage. She felt burning immediately after applying the product, but she did not remove the product and went to sleep normally. During the morning, presented redness and pain in the leg in addition had fever of 40 degrees c, still not approached the doctor and continued using the product for 20 days. During this period, there was ulceration of the leg. After these 20 days of product use, she looked for a private clinic where the doctor assessed the infected ulcer and recurrent by venous insufficiency. Because of infection was prescribed antibiotic ciprofloxacin which there was no answer, and then clindamycin, with clinical improvement after 2 days of administration. Performed x-ray of the affected limb and was negative for osteomyelitis. Not been conducted to culture bacteria or biopsy, but the infection was diagnosed only by clinical signs of fever, pain, redness, swelling and pus.

Manufacturer narrative:
At the time it was prescribed amoxicillin + clavulanate potassium 825mg +125 mg and a daily dressing bandages to reduce swelling. (B)(4).